Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, not detected on bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) reattached the pyxibus cable to the matrix controller board. Once the cable was reattached, the station was rebooted. After the application loaded, the matrix drawer was detected. Hardware was tested via the application. All latch and position sensors were tested, and all cubies were verified to be functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.